Event description:
It was reported that post implant, the left ventricular lead dislodged and was repositioned. On (B) (6) 2010, loss of capture was observed. On (B) (6) 2010, the lead was repositioned and normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.